Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A circumferential split was observed in the catheter approximately 7.4 cm distal to the molded joint. The ink on the extension leg and the 3-7 cm depth markers was observed to be faded. A microscopic observation revealed the edges of the split were rough but mostly straight and slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Additional longitudinal cracking and some whitening of the catheter material was observed at the corners of the split. The surface of the catheter material was observed to be less lustrous and somewhat wrinkled leading up to the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redx2287 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when flushing the the catheter, it was very easy to flush with saline, almost "too easy". The backflow was without remark. But when flushing the catheter with saline, the fluid (saline) came out from the insertion site. We pulled the catheter and a hole is seen about 6-7 cm into the catheter. The catheter was placed (B)(6)2020 and withdrawn (B)(6)2020 . Secured with statlock. PICC was used for 3 cycles of epirubicin and cyclophpsfamide and 1 cycle of paclitaxel.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx2287 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when flushing the catheter, it was very easy to flush with saline, almost "too easy". The backflow was without remark. But when flushing the catheter with saline, the fluid (saline) came out from the insertion site. We pulled the catheter and a hole is seen about 6-7 cm into the catheter. The catheter was placed (B)(6) 2020 and withdrawn (B)(6) 2020. Secured with statlock. PICC was used for 3 cycles of epirubicin and cyclophpsfamide and 1 cycle of paclitaxel.